Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00278. A facility reported that the locking mechanism on mayfield skull clamp (a2000) was faulty and wore off. There was no patient injury and no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield 2000 skull clamp (a2000) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit required general servicing including replacement of parts to restore full function. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a